Event description:
Complainant alleged that while setting up the device for use on a pt (age and gender unknown), the unit would not charge and displayed a "status 56" error message. There was no indication of any adverse effect on the pt as a result of the reported malfunction.